Event description:
It was reported the patient turned her stimulation off before her nap in the afternoon and before bed at night and when she woke up, stimulation was on. It was reported this started a "couple three weeks maybe longer maybe a month or 2". It was reported the lightning bold disappears but when she goes to turn it back on the lightning bold was already there. It was reported the patient received assistance from their doctor or manufacturer representative and their concerns were resolved.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).